Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system. The customer indicated that the sample was re-aliquoted, re-centrifuged, and re-aliquoted prior to retesting it. The customer re-ran the sample on a different instrument and the results were within the normal reference range. A corrected report was reported outside the laboratory. The initial erroneously elevated result was reported outside the laboratory. There are no reports of any adverse pt event.

Manufacturer narrative:
Service was not dispatched to investigate the event. H6: the field service engineer (fse) did not evaluate the instrument. Customer indicated that the sample was a short draw in lithium heparin. As stated in technical bulletin (B)(4), distributed to bci customers in (B)(4) 2006, ensuring that the blood draw sample volume is at least 90% of the stated volume on the collection tube is a key step in the sample handling process. A tube with insufficient blood will have an excess amount of heparin which can interfere with the antigen-antibody interaction. Although sample info provided indicates pre-analytical issue to be likely cause of this event, a clear root cause can not be confirmed with the info provided. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 through october 23, 2010 for add'l reportable events.